Event description:
The patient claimed that the keypad buttons are sticking and is self-suspendinf. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump history verified that the pump was suspended. No unusual activities related to the complaint were found in the black box. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. All buttons responded to presses normally and the keypad was undamaged. The keypad was removed and no evidence of contamination was found under the button contacts.